Event description:
On (B)(6) 2011, pt reported the up button on the infusion device does not function correctly. Pt has to press the up button multiple times for it to respond. All other buttons on the infusion device continue to function as intended. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from health care professional or second party to address the issue.